Manufacturer narrative:
The names of four potential patients for the day were entered into the iolmaster. One patient's name was not entered correctly and was subsequently renamed. The iolmaster did not register the corrected patient's name to the corresponding measurement data. As a result, the calculation of the intraocular lens power was incorrect.

Event description:
Patient required a second surgery after being implanted with an intraocular lens that did not contain the proper power. The post surgery target power was 2 diopters myopic; the actual post surgery power was 7 diopters myopic.